Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: on investigation, the alleged damaged casing issue was verified. A battery compartment crack was found below the grip pad. The pump powered up to the display with auditory and vibratory features. Unrelated to the complaint, the keypad cover was intact. The contrast key was unresponsive while the remaining keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.